Event description:
The customer reported the device went off by itself, switches on and off automatically. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery and ac power, however the power on/off button was damaged and it would sometimes get stuck when pressed. The device was tested for 3 hours and no errors were found. Device was manually powered off and on 10 times without issues, no device restarts were observed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device went off by itself, switches on and off automatically. No patient impact or consequences were reported.